Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose. The customer's blood glucose was unknown at the time of admission. The customer reported their blood glucose rose to 484 mg/dl at the time of incident. The customer did not recall any significant events leading to the hospitalization. The customer was currently being treated with an IV of fluids at the time of the call. The customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose was 266 mg/dl. The customer has treated their blood glucose with the insulin pump. The customer will not be returning the insulin pump for analysis.